Manufacturer narrative:
Additional information: the single-use device was returned for evaluation. A visual inspection was performed and noted evidence of a small white particle inside the solution. Further inspection revealed the white particle was excess material from the short spike connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was particulate matter inside three all in one containers. This was noted while filling the bags. No patients were involved. No additional information is available.